Event description:
The customer reported to beckman coulter (bec) a leak of multiple drops of bloody fluid from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument and the customer was unable to identify the source. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak from a damaged needle vent line. The fse replaced the tubing, resolving the leak. While on site, the fse also discussed high recovery on control red blood count (rbc) data with customer. The customer had calibrated recently and the rbc was shifted upwards, and as a result, rbc was high but in range (as confirmed with the customer). The fse adjusted the calibration factor down to improve quality control (qc) recovery. The instrument was verified as operational. The failure mode was attributed to worn needle vent line tubing. (B)(4).